Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
As reported to coloplast, though not verified: following a supris being implanted in the patient, the patient had recurrent stress urinary incontinence, mesh erosion requiring trimming under local anesthesia and a history or urethral fistula repair.

Event description:
As additionally reported to coloplast, though not verified: following implant of the supris, the patient subsequently suffered complications associated with the pelvic mesh product, including, exposure of the mesh, protrusion of the mesh, mesh contraction, scarring, bleeding, extreme pelvic and abdominal pain and cramping, irregular discharge, vaginal pain, dyspareunia, urinary urgency problems, permanent disfigurement, infection, trouble voiding, nerve damage and pain and difficulty with daily activities, which required surgical revision and/or removal procedures. The patient has reportedly also had to use pain control and other medications and operations to remove portions of the female genitalia.

Event description:
As additionally reported to coloplast, though not verified, the patient with this device also experienced urinary tract infection, bulkamid periurethral injections, excision of urethrovaginal fistula, urethroplasty, bilateral ureteral catheterization and cystoscopy under laryngeal mask anesthesia. Findings included residual mid urethral sling mesh found deeper in the sulcus which was noted to have no relation to the urethrovaginal fistula tract. Pathology report noted squamous mucosa with chronic inflammation and foreign body giant cells surrounding polarizable material. The patient was scheduled for revision surgery.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. Correction: h6 health effect clinical code e2314 fistula was removed.